Event description:
It was reported that the mesher had an incomplete mesh. This was during cutting of previously recovered cadaver donor skin. The cutter was sent in for evaluation and it was found that it did not pass the test mesh. There was no harm or delay reported, and no patient involved.

Manufacturer narrative:
This complaint has been recorded by zimmer biomet under (B)(4) - this medwatch is for cutter #2. Review of the most recent repair record determined the cutter failed testing due to an incomplete cut. The cutter will need replacement. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.